Event description:
Reported as a leak in the band.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the product type provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received this product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding serial number and implant dat has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."